Event description:
It was reported a patient's right ventricular lead presented with an increased capture threshold and decreased sensing. This was addressed by a procedure on (B)(6) 2021, in which the helix became stuck in the lead so it was explanted and replaced. Post-procedure the patient was stable.